Event description:
It was reported during an unk pt procedure the reamers were found to be dull. No pt injury or adverse events were reported.

Manufacturer narrative:
The device was returned to greatbatch medical and eval is in progress. Once greatbatch medical completes the investigation, a supplemental medwatch 3500a form will be submitted. Complaint info was provided by zimmer.